Event description:
A us dist contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle was not plugged completely into connector j1001 and the leads of high voltage capacitor c19 were pulled from the defibrillator board. The cause of the test failure was the belt receptacle unplugged from j1001. The cause of the detached c19 is broken epoxy at the back side of the defibrillator board. The root cause of the broken epoxy cannot be positively identified. No adverse event resulted from the defective monitor.